Event description:
Boston scientific received information that this pacemaker system exhibited high out of range pace impedance measurements greater than 2,000 ohms post implant. Upon interrogation it was determined that this device had never been programmed out of storage mode. Subsequently, the patient underwent a revision procedure and the right ventricular (rv) lead was explanted and replaced. The lead had continued to exhibit out of range impedance measurements when tested through the pacing system analyzer (psa). A new lead was successfully placed and the device was then taken out of storage mode. No further complications were reported. This pacemaker remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.